Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.